Manufacturer narrative:
The product was returned and investigated as follows: analysis of bin files confirmed system notice errors 50005 and 50006 (see descriptions below). Visual inspection showed the presence of blood in the catheter. Pressure test revealed a leak through the guide wire lumen. Dissection showed a guide wire lumen partial snapping at the coil, located in the area beneath the balloon. However, the balloon integrity was intact with no breach. Items 2 and 3 described above triggered the fail-safe system (notice errors 50005 and 50006), stopped the injection and disabled the vacuum. System notice error 50005: the safety system has detected fluid in the catheter and stopped the injection. System notice error 50006: the safety system has detected blood in the catheter handle, stopped the injection and disabled the vacuum. A corrective action was initiated to address this issue. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A cryoablation procedure was performed using the arctic front catheter. After performing four ablations, the physician was inflating the balloon for a fifth ablation and received a system notice error and saw blood in the catheter and in the coaxial umbilical. The procedure was stopped. There was no patient injury. No adverse event occurred.